Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their device's on/off button was not working as expected. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Upon evaluation of the customer's device, heartsine observed that the device could not be powered on via the on/off button. The reported fault was attributed to membrane failure due to storage outside of the indicated conditions. Corrosion was observed on the underside of the on/off button dome and on the screws. Once the corrosion was removed the button worked as expected. The device log was also reviewed and indicated that the device was stored outside of the indicated conditions on multiple occasions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device's on/off button was not working as expected. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.